Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the insulin alarmed motor error and the customer would be using back-up plan during the night. The alarm history showed a no delivery alarm and then a motor error alarm on (B)(6) 2013. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will not be returned for analysis.